Event description:
A report was received that the patient had his precision system explanted. The device was functioning properly but was not providing effective therapy and the patient had pain at the pocket site. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.